Event description:
It was reported that stent damage occurred. The target lesion was located in the middle left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. This device s a combination product. Device evaluated by MFR.: promus premier ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal stent strut rows were lifted and pulled in a proximal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. This device s a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the middle left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.